Manufacturer narrative:
(B)(4): (gi bleed). Conclusion: no conclusion can be drawn (based on the info provided, no root cause can be determined).

Event description:
Pt had one endeavor otw stent implanted during index procedure. Approx 4 years 4.5 months post index procedure, patient had acute gi bleeding. Endoscopy was performed and revealed a non-bleeding gastric ulcer, hiatal hernia and erosive gastritis. Pt was discharged in good condition. The investigator reports that the event had no relation to the study device, drug or procedure.